Manufacturer narrative:
Additional information added: the lot was manufactured between july 10, 2019 - july 11, 2019. Two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed which revealed leakage from the spike port weld in back of the bags. Magnified inspection verified a small tear/hole at the spike port weld in back of both bags where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle ports. The leak was discovered before use. There was no patient involvement. No additional information is available.